Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to animas and investigated by product analysis on 11/7/2016 with the following findings: review of the pump alarm history revealed several records of call service alarm 052. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; the pump is constantly emitting beeping sounds. This complaint is not being reported because the beeping could be indicative of an alarm or warning and the issue may result in a long term cessation for insulin delivery if the user is unable to resolve the possible alarm. There was no indication that the product caused or contributed to an adverse event.